Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: no meter was returned with the pump. Review of the black box revealed basal deliveries made from (B)(6) . On (B)(6) 2013 at 15:17, a replace battery alarm occurred; deliveries never resumed. The total daily doses added up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No delivery interruptions, errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on 09/19/2016 alleging the patient experience hyperglycemia as evidenced by a blood glucose meter reading of ¿high¿ accompanied by symptoms suggestive of hyperglycemia of nausea, shortness of breath and polydipsia. The patient¿s health care provider reportedly adjusted the pump settings. The patient was reported not to have required any treatment above or beyond the usual routine of diabetes care and management. No further information was provided by the reporter. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy due to an alleged inaccurate delivery issue with the pump.